Event description:
The customer contact reported the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. The device was returned to the biomedical department from an unknown floor with a report that the device alarmed with a s339 (power down error-pmc left), a s321, a s239 (power down error, psc) and a s208 (can bus error-psc) malfunction alarm codes. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device alarmed with a s321 malfunction alarm code when the delivery was started and was noted in the device history. The probable cause for s321 was due to the mr2 motor. The customer reported s208, s239, and s339 malfunction alarm codes were not duplicated; however, were noted in the device history. The probable causes for the power down malfunction alarm codes s239 and s339 could be due to a software error or the device being turned off unexpectedly/improperly. The power down caused a loss of communication between the subsystems of the symbiq device which resulted in the s208 malfunction alarm. This report represents all the information known by the reporter upon query by hospira personnel.